Event description:
As reported: "stem extraction device broke during procedure. Slight delay (approximately 2 minutes) in case as we needed to open a second extraction device. It was just outside the or." Procedure was a left hip revision. Spoke to rep, who provided a device picture and reported he may be able to return the device, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a gmrs impactor adaptor was reported. The event was confirmed via provided photo. Method & results product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo presented the device with the treaded portion fractured. The reported event is confirmed. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event of a revision can be confirmed based on implant stickers, use of a mcreynolds adapter can also be confirmed. The side of the revision, reason for the revision, and the breakage of the extraction device cannot be confirmed. Root cause: the root cause of the revision and the breakage of the extraction device cannot be ascertained without additional medical records, radiographs and perhaps the device itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock between with no relevant reported discrepancies. Complaint history review: there have been 6 other similar events for the lot referenced. Conclusions: the provided photo confirmed that the device fractured at the treaded portion. The reported event is confirmed. However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been 4 other similar events for the lot referenced.

Event description:
As reported: "stem extraction device broke during procedure. Slight delay (approximately 2 minutes) in case as we needed to open a second extraction device. It was just outside the or." Procedure was a left hip revision. Spoke to rep, who provided a device picture and reported he may be able to return the device, otherwise confirmed that no further information will be released by the hospital or surgeon.